Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6) 2022. During the procedure, the bands would not fully deploy. When another attempt was made, it deployed two bands at the same time. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a150103 captures the reportable issue of bands prematurely deployed. Block h10: the returned speedband superview super 7 (ligator head and handle assembly ) was analyzed, and a visual evaluation noted that the ligator head had seven bands attached, some bands were moved and overlapped. The trip wire was not secured. The suture thread was intact and it was attached to the distal trip wire loop. Some teeth of the ligator head were bent. A functional evaluation was performed by rotating the handle knob, and the click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy and bands premature deployment were confirmed. Upon analysis, it was found that some ligator head teeth were bent/damaged, the attached seven bands were moved. These suggest that the device could not deploy. A labeling review was performed and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. This condition, unsecured trip wire, could have caused the trip wire slipping through the handle assembly and contributed to an inaccurate deployment of the bands. This could have resulted to an improper deployment of the bands, causing more tension on the device, consequently, bending/damaging the teeth. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a variceal banding procedure performed on (B)(6), 2022. During the procedure, the bands would not fully deploy. When another attempt was made, it deployed two bands at the same time. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.